Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2020-09986, related manufacturing reference number: 2017865-2020-09990. It was reported that the patient presented to emergency room after experiencing fever and visible puss oozing from the left device pocket along with redness and swelling of the right pocket due to infection. The entire system including the implantable cardioverter defibrillator, the right atrial, and right ventricle leads was explanted. The patient was in stable condition before, during and after the procedure.